Event description:
As reported by the edwards lifesciences affiliate in canada, edwards received notification of a 48 mm evoque valve procedure performed via the right femoral vein. Post-procedure, the patient developed a severe paravalvular leak (pvl) and the valve appeared to be unstable. The patient underwent a reintervention, during which the evoque valve was stabilized using two 24 mm ventricular septal defect (vsd) occluder devices. Patient is recovering well. During the intervention, appropriate volume optimization was performed. According to medical opinion, the root cause of the instability was a loss of capture of the valve anchors between the 7 and 11 o'clock positions.

Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.